Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for the patient who had been complaining about low flow alarms. The event log captured three low flow alarms as well as several brief low flow estimates on (B)(6) 2025 from 09:13 to 09:42. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log. The patient had an episode of dizziness following their third alarm. Their mean arterial pressure (map) was 70 prior to scheduled medications. There was concern that the patient was mildly dehydrated, and their labs had been stable without worsening end organ dysfunction from baseline. The patient had a known outflow graft obstruction.

Event description:
It was additionally communicated that additional log files were submitted for evaluation after the patient had two days of frequent low flow alarms in the setting of normal blood pressure and volume status. The site was concerned for possible obstruction and were planning to perform a computed tomography angiography (cta). The log files captured low flow events on 08feb2026. The patient passed away on (B)(6) 2026 following an outflow graft obstruction relief in the operating room (or) on (B)(6) 2026 before having an embolic cerebrovascular accident (cva) status post embolectomy with hemorrhagic conversion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the alarms could not be conclusively determined, the site was concerned for a possible obstruction. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2026. Low flow hazard alarms were captured on (B)(6) 2025 and (B)(6) 2026. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. Incidental findings: two transient pump reset events were captured in on (B)(6) 2025 at 14:22:19 and (B)(6) 2025 at 02:21:36. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.